Event description:
It was reported that during a laparoscopic appendectomy procedure on the first, second and third firing the device fired malformed staples which created an inadequate staple line. The surgeon stated that the device did not feel smooth when she was firing the device. The malformed staples fell into the patient but were retrieved. Cautery was used to stop the bleeding along the staple line and the case was completed. No blood transfusions were given. There was no patient consequence.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause of the system error 2240 alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) advised the home patient to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. Product surveillance spoke to the hp's spouse regarding the report of a system error 2240 alarm. The sample was discarded. No patient injury or medical intervention was reported. Per the hp's spouse, the hp is continuing therapy on the cycler with no further issues.